Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received multiple no delivery alarms. It was reported that the customer also received motor error alarms. The customer's blood glucose level was reported to be 275.4mg/dl. Troubleshoot was reported to be conducted, and the device was not able to be primed. It was reported that the device would be replaced and returned for analysis.